Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Brand name: unknown / provided. Type of the device: unknown / not provided. Additional device information: unknown / not provided. Premarket identification: unknown / not provided. Device manufacturer date: unknown / not provided.

Event description:
Fracture of the prosthetic screw during crown placement. Unsuccessful attempt to remove a screw fragment. The implant was removed. Another implant has been placed in order to finish the procedure. #26.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw & one 3i t3® tapered implant 5/4 x 10mm, bopt5410 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. Fractured screw identified inside the implant. Implant damage identified from the removal process. No pre-existing conditions noted on the complaint. Bone density type ii. The reported device was located on tooth site #26 (fdi). DHR review could not be performed for the unknown biomet screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.